Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Approximately three years and ten months post implant of this transcatheter pulmonary bioprosthetic valve that had been implanted valve in valve into a bioprosthetic valved conduit, severe central regurgitation was noted. A second transcatheter pulmonary bioprosthetic valve was successfully implanted valve in valve. During the re-intervention procedure, it was observed that this valve had been implanted in an unfavorable position; at a right angle from the right ventricular outflow tract (rvot) to the pulmonary artery with at least one leaflet that obscured blood flow. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.